Event description:
It was reported that following the implantation of a miniarc pro, the patient experienced expected post-operative (post-op) incision pain. The patient was prescribed percocet and advil, as needed, on (B)(6) 2015. The patient stated that the medications were "keeping her comfortable". The patient also experienced normal expected post-op bleeding. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported in relation to this event. Related to MFR # 3011770902-2016-00048.